Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received an unexpected restart error alarm soon after inserting a new battery. Customer reported that insulin pump was not stored or not in use for an extended period of time. Customer's blood glucose was 109 mg/dl. Customer also reported that display screen was difficult to read. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm or loss of memory anomaly noted. No damage found on interface board noted. Device had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.